Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was split, and the device did not enter the sheath, resulting in the product not being available for use. There was no reported patient injury. The mynx vascular closure device was used in a diagnostic procedure with a retrograde approach. A 5f non-cordis sheath introducer was used. The device was used in the femoral artery. Femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and there was little presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was prepared according to the instructions for use (IFU) and used during a transfemoral coronary angiography procedure. There were no visible signs of device or package damage prior to use. The physician was certified on the use of the mynx device and had used the device several times prior to this procedure. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found in the open position, with a cordis mynx syringe attached to the unit. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeve, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was found deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. A dimensional analysis of the slit length could not be performed due to the frayed/split/torn condition of the sealant sleeve, which prevented accurate measurement. However, the catheter working length was verified and found to be within the specified parameter. This measurement was obtained using a calibrated ruler. The functional test to evaluate insertion and withdrawal through a catheter sheath introducer (csi) could not be performed due to the frayed/split/torn condition of the sealant sleeve. Additionally, a simulated deployment test was conducted to assess device functionality. The unit operated as intended, successfully deploying the sealant and retracting the balloon accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was performed to assess the sealant and sealant sleeve. This analysis confirmed the presence of a frayed/split/torn condition on the sealant sleeve, as well as sealant exposure. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was split, and the device did not enter the sheath, resulting in the product not being available for use. There was no reported patient injury.the mynx vascular closure device was used in a diagnostic procedure with a retrograde approach. A 5f non-cordis sheath introducer was used. The device was used in the femoral artery. Femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and there was little presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device was prepared according to the instructions for use (IFU) and used during a transfemoral coronary angiography procedure. There were no visible signs of device or package damage prior to use. The physician was certified on the use of the mynx device and had used the device several times prior to this procedure. The device will be returned for evaluation. Addendum: per pe findings, the sealant was exposed but still mounted on the unit delivery shaft.